Event description:
(B)(4). Date of event: (B)(6) 2014. According to the information received, a catheter was inserted and subsequently leaked. The balloon deflates and needs to be reinflated several times a day. The user's bed needs to be changed several times a day.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.